Manufacturer narrative:
(B)(4). Date sent: 06/08/2021. D4: batch # t5e72d. H6: component code = others (g07). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. During the visual inspection when battery replicator was installed in the lab, the green checkmark did not illuminate. Device still had the staples, and the washer was uncut, confirming that the device was not fired. The device was cleared of dried biomatter around the switch actuator and fired successfully. The device was fired three additional times at high, mid, and low b without issue. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired although the tissue compression scale backlight was illuminated. The green check mark was illuminated before the device was fired. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.